Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said the patient complained of pain in her hip. He believed the cup may be loose, and wanted to remove it and replace with a revision cup. After removing the liner and screws he inspected the cup and found that the cup was not loose. He implanted new screws, head and a constrained liner. He was unable to get the locking ring to seat on the constrained liner due to visualization and decided to remove it. He replaced it with a new +4, 10 degree liner and appropriate size head. Doi: (B)(6) 2018, dor: (B)(6) 2021, affected side: left hip.